Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification and the patient line tubing to the connector was damaged. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. During functional testing a leak through small hole in damaged patient line tubing to connector was noted. The reported condition was verified. The cause of the leak was a hole in the tubing. The cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.